Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Device functioning properly during testing. No bolus anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they allege insulin pump was over delivering. Customer stated that they experienced low blood glucose level and was recommended to treat with juice. Customer stated that they alleges insulin pump was over delivering due to insulin pump deliver bolus on its own. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for analysis.